Event description:
It was reported that a basal/bolus infusor would not flow. The customer reported that priming was attempted, but the device still would not flow. This occurred after filling with a non-baxter drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.